Event description:
It was reported that during a renal artery stenting procedure, stent damaged occurred. The 80% stenosed lesion was located in the mildly tortuous and moderately calcified left renal artery. The lesion was predilated with a 4x15mm sterling balloon. Another manufacturer's guide catheter was in place while the lesion was ballooned. The balloon was removed without issue. The express biliary 6.0x14x90 cm stent was "stuck" on the guide catheter. The stent was removed and dislodged off the balloon. Stent strut damage was reported. Another of the same stent was used and also stuck to the guide catheter. The second stent was successfully implanted. The guide catheter. Was removed. No patient injuries or complications were reported. The patient's status is reported as "ok."